Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient temporarily lost consciousness while hospitalized at 1:00 pm on (B)(6) 2024. The patient had no sequelae after regaining consciousness. The event log files captured routine events. The patient had a massive mediastinal bleeding on (B)(6) 2024 within the hospital. The patient received not less than 4 units but less than 8 units of concentrated red blood cells on (B)(6) 2024. The patient's international normalized ratio (inr) was 2.2 international units (iu), activated partial thromboplastin time (aptt ) was 42 seconds, and their platelet count was 37.0 ×104/microliter on (B)(6) 2024. The patient was on coumadin (warfarin) and aspirin at the time of the event. The bleeding was related to implantation surgery not the device itself. A reoperation was performed due to the hemorrhage.

Manufacturer narrative:
Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The system controller event log file contained events from 13jul2024 through 18jul2024, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. A is currently available. Section 1, ¿introduction,¿ of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document outlines the recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The bleeding was resolved. There was no particular plan of care.